Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while battery was charging and subsequently, the pump shut down. In addition, it was reported that rack pushrod on the pump "seemed loose and would wiggle." Customer's blood glucose was 200 mg/dl. Customer reverted to an alternate method of insulin therapy.